Event description:
It was reported that during the procedure, while advancing, with resistance, an 3.0x12 multi-link vision stent delivery system toward a calcified lesion in the non-tortuous left anterior descending artery, it was observed that the stent struts were flared on the middle area of the stent. The multi-link vision was removed with resistance from the anatomy, and another multi-link vision stent was delivered without issues. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.